Manufacturer narrative:
Work order completed: a manufacturer representative went to the site to test the imaging system. It was reported that the fuse was replaced, and the system then performed as intended. Codes b01, c02 and d02 are applicable to this evaluation. (B)(6): applicable to the mobile viewing station (mvs) not being able to charge a0719: applicable to mobile viewing station (mvs) powering off medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile viewing station (mvs) was unable to charge. The mvs powered off. The manufacturer representative (cc) reported it was determined that a fuse had blown in the mvs. The fuse was replaced. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000825, ubd: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.